Event description:
Customer's daughter reported customer received a high glucose reading from their precision xtra meter. Customer's daughter reported customer experienced symptoms of diaphoresis, shakiness and "felt like going to pass out". Paramedics were called and they obtained a glucose reading of 63 mg/dl. Customer was transported to schneck memorial hospital where she was diagnosed with severe hypoglycemia and treated with "a tube of something" to bring her sugar up.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.